Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high" on their device, although specific values were not provided. To address the high blood glucose levels, the customer administered correction injections manually. Reportedly, the customer continued to use the pump for insulin therapy.